Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discrepant hb1c results is user error. The account failed to input the correct lot specific scaler values for the lot specific calibrators. The discrepant hb1c results were caused by the customer inputting mmol/mol scaler values rather than the correct % scaler values. The issue was resolved by entering correct scaler values, recalibrating, and verifying with qc. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discrepant hb1c results were obtained on qc and patients after calibration. Patient results were reported to the physicians. After investigation it was determined that incorrect calibration scaler values had been entered. Calibration was performed with correct scaler values and correct results were obtained. It is unknown if patient treatment was altered or prescribed on the basis of the discrepant hb1c results. There was no report of adverse health consequences as a result of the discrepant hb1c results.